Manufacturer narrative:
The patient details were not provided. Therefore, no information was captured. The initial reporter's information was not provided, therefore, no information was captured. The customer did not provide the product information. Therefore, no information was captured, and the device manufacture date could not be determined.

Event description:
A healthcare professional from (B)(6) called on behalf of the customer to report that their contour next one meter was reading in mg/dl instead of mmol/l. There was no allegation of an adverse event. The device is not expected to be returned for the evaluation.